Event description:
Spacelabs received a report that a non-invasive blood pressure (nibp) cuff did not deflate after a reading was taken which caused a patient's arm to be bruised.

Event description:
Spacelabs received a report that a non-invasive blood pressure (nibp) cuff did not deflate after a reading was taken which caused a patient's arm to be bruised.

Manufacturer narrative:
The device was tested onsite and at spacelabs and confirmed to meet all specifications. No malfunction of the device was evident. The reported bruising that was seen may have been the result of normal operation. When a patient's systolic pressure is high (185 mmhg) as in this case, the cuff will inflate to 220 mmhg with each cycle. This is enough pressure to cause discomfort and bruising in some people. We have concluded that no further action is required and consider this issue closed.

Manufacturer narrative:
The non-invasive blood pressure (nibp) function was set to take automatic hourly readings. The nurse responded to an spo2 alarm and found that the nibp cuff had not completely deflated and the patient's alarm was bruised. The last reading on the monitor was 185/159. A spacelabs' field service engineer tested the subject devices on site with no problem found. The reported symptoms could not be duplicated. Spacelabs requested the devices to be returned to the facility for further investigation. We are waiting to receive the samples. We will provide a supplemental report once additional information is obtained.